Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged and the trunk cable was pulled from the strain relief, causing the service code. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's device displayed service code 204: belt/monitor unusable.